Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnosis procedure and the procedure got completed by restring the system. The philips field service engineer (rse) inspected remotely and found system was not booting. A review of system log file didn¿t confirm the reported malfunction. Upon functional testing, the fse found that there was a communication issue from the host pc to the ippc. To resolve the reported issue, the fse replaced the network cable. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to bootup, it was stuck at 0.0. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.